Event description:
It was reported that a fuhrman pleural/pneumopericardial drainage tray appeared soiled or used prior to use. The physician described that upon opening a new kit, the forceps appeared soiled or used, with what appeared to be dried blood on the surface. To complete the procedure, another kit was opened and used. The customer provided photo shows a broken lidocaine ampule with the forceps appearing to be rusted. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D4: lot #: 16042172 or lot# 16289812. E1: title: sr. Inventory analyst. G4: PMA/510(k) #: exempt. H3: device evaluated by mfg?: not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: h6 - annex a and annex g investigation ¿ evaluation it was reported that a fuhrman pleural/pneumopericardial drainage tray appeared soiled or used prior to use. The physician described that upon opening a new kit, the forceps appeared soiled or used, with what appeared to be dried blood on the surface. To complete the procedure, another kit was opened and used. The customer-provided photo shows a broken lidocaine ampule with the forceps appearing to be rusted. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, the customer provided a photograph showing the damage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. The customer provided two possible lots for the device. A review of the DHR for both device lots revealed no recorded non-conformance related to the failure. A review of the complaint history search did not identify any other events associated with either device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Product labeling review: this product is supplied with an instructions for use (IFU) pamphlet, c_t_ppd_rev6. How supplied: upon removal from package, inspect to ensure no damage has occurred. Based on the information provided, review of customer provided image, and the results of our investigation, cook concludes this event to be due to the transport of the product. The photograph provided shows the hemostat with a rust-like condition and a broken lidocaine. The most likely cause for the rust-like condition is from the lidocaine bottle breaking during transport and the liquid coating and drying on the hemostat. The bottle is broken at the top area where the bottle is at its weakest. The bottle most likely moved from its designated tray placement due to its transport. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. It was reported initially by the customer that a fuhrman pleural/pneumopericardial drainage tray appeared soiled or used prior to use. Based on the information provided, review of customer provided image, and the results of our investigation, cook concludes this event to be due to the transport of the product. The photograph provided shows the hemostat with a rust-like condition and a broken lidocaine. The most likely cause for the rust-like condition is from the lidocaine bottle breaking during transport and the liquid coating and drying on the hemostat. The bottle is broken at the top area where the bottle is at its weakest. The bottle most likely moved from its designated tray placement due to its transport. As shipping damage was concluded as the cause of the rust like condition of the hemostats, rather than foreign matter, this event is no longer considered a reportable event. There is no evidence to suggest that a cook product would be likely to cause or contribute to a death or a serious injury if the failure of "shipping/transport" damage were to reoccur. Furthermore, there is no evidence that a cook device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction of a cook device.

Event description:
This complaint no longer meets the definition of a reportable event.